Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to capacitor c156 on the alonso pcb assembly having process residue that caused one side of the capacitor to have 0.05 volts, instead of 2.35 volts. Process residue at this capacitor location (which caused the aforementioned voltage to drop) would cause the ECG signal to be a flat line and as a result the device would not be able to recognize a shockable ECG rhythm. Once the capacitor was removed, normal operation was observed. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on its readiness indicator. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed process residue in a location which can cause the ECG signal to be a flat line. As a result, the device would not be able to recognize a shockable ECG rhythm, if it were necessary.